Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was initially reported that the device was "wasted." On 11/17/2009, it was learned that the device was explanted due to a "nonfunctional leaflet," resulting in an unsuccessful valve replacement. Repeated attempts have been made to obtain the device for evaluation to confirm the reported event; however, no response has been received. No other details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair, as there was persistent regurgitation after m.v. Plasty. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this is no longer considered reportable.